Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error detected alarm, frozen display, power loss alarm and blank display. The customer¿s blood glucose level was 176 mg/dl. Customer reported that the buttons were unresponsive at the time of alarm. Customer reported that they were unable to clear the alarm. Troubleshooting was done. Customer reported that the frozen display recur within 2 hours of troubleshooting. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed all functional tests including displacement, sleep current measurement, active current measurement, and self tests. No unexpected frozen screens or blank displays were noted. Also no unexpected trace pointers are invalid or keypad anomalies were noted.